Event description:
In 2008, the patient reported that he began to feel ill about 12 days prior, and his blood glucose elevated to 500 mg/dl. His normal blood glucose range is 60-140 mg/dl. On that day, he was admitted to the hospital. He stated that the reason for his illness and hospitalization was not related to diabetes and he has a "high liver count" and his gall bladder is enlarged. He started that as a result his blood glucose has become elevated. He stated that he was able to control elevated blood glucose with his infusion device until 3 days after admission, when he received an e2 (battery depleted) error message. He stated that he changed the battery and 15 minutes later received another e2 error. He stated that he changed the battery again and the infusion device would beep, but it would not power on and the screen was blank. The patient switched to injection therapy until his replacement infusion device is received. The infusion device was replaced on a separate record and requested to be returned for evaluation.